Event description:
It was reported that this pacemaker exhibited oversensing for its non boston scientific right atrial (ra) lead channel. Technical services (ts) was consulted and discussed stored episodes. Ts recommended further examination of the ra lead current position. Previously available x-ray images were examined and they showed the ra lead in a normal position. No adverse patient effects were reported.